Manufacturer narrative:
Title: laparoscopic ¿double-port¿ splenectomy. A new minimally-invasiveoption in a giant spleen. Source: international journal of surgery case reports, article no. 51, (139¿142), (2018), date of publication: 20-aug-2018. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic splenectomy procedure, post-operatively the patient experienced fever, splenic and partial portal vein thrombosis and pleural effusion. The patient was treated with anticoagulant and antibiotic therapy and discharged from the hospital. The patient was reported to be in good condition upon discharge.